Manufacturer narrative:
D4: the UDI is unknown because the part/lot number were not provided. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the occluded tibial vessel with heavy calcification. The winn guide wire got stuck trying to cross a 3 cm occlusion. There was difficulty with manipulating the device in order to be removed but upon removal the device was inspected and noted that approximately 5 mm of the wire sleeve was missing but the core was intact. The sleeve portion of the wire is radiolucent and was never recovered from the patient. There were no reported adverse patient sequela. No additional information was provided.

Event description:
It was reported that the procedure was to treat the occluded tibial vessel with heavy calcification. The winn guide wire got stuck trying to cross a 3 cm occlusion. There was difficulty with manipulating the device in order to be removed but upon removal the device was inspected and noted that approximately 5 mm of the wire sleeve was missing but the core was intact. The sleeve portion of the wire is radiolucent and was never recovered from the patient. There were no reported adverse patient sequela. Subsequent to the initially filed report, the device returned and there is no portion of the device missing. The account confirmed the correct device was returned. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported peeled / delaminated could not be confirmed. The reported failure to advance and difficult to remove could not be tested due to the device condition. A review of the corrective and preventive actions (CAPA) database was performed and revealed no related complaint assessment capas. A review of the electronic lot history record (elhr) and similar complaint query was not performed because the part/lot numbers were not reported. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. In this case, it was reported that approximately 5 mm of the polymer was missing from the tip. Analysis of the returned wire noted no polymer separated. It should be noted that the winn guide wire specifications state that the tip of the wire has exposed coils for 4-7 mm. Additionally, returned device analysis noted multiple bends on the distal end. This type of damage is consistent with interaction with challenging anatomy. It is possible that the wire became damaged during use, impacting its handling, and resulting in the reported failure to advance and difficulty during removal. There is no indication of a product quality issue with respect to manufacture, design, or labeling. B1 - adverse event/product problem: adverse event removed. H1: type of reportable event updated from serious injury to malfunction. H6: health effect - clinical code 2687 removed; 4582 added. H6: health effect - impact code 4614 removed; 2199 added.